Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. The customer reports that they have evaluated the event and determined that there was not a pump error; however, no information was provided regarding any other conclusions drawn as a result of their investigation.

Event description:
The customer reported that a fentanyl infusion was running at 3 ml/hr, and a new bag (unspecified volume) was hung at 09:21. The rate was increased to 5ml/hr at 15:00. At this point after 5 ml infused, the infusion was stopped for 3-4 hours. The nurse then checked the bag after the 3-4 hour mark and noticed the bag was empty. There was no report of patient harm or medical intervention. Although requested, no additional patient/event details were provided.